Event description:
A fragment from an inline suction catheter was found in the left bronchus of a 3-weeks old patient several days after initial intubation. Surgical intervention was needed to remove the foreign object confirmed to be a fragment from a kimberly clark kimvent closed suction system for neonatal/pediatric, 6 fr "y" endotracheal tube adapter. 1800 cxr chest x-ray showed possible foreign object, linear 1.7cm length, 3mm diameter. Imaging history reviewed by md and bedside nurse. Object was appreciated on previous cxr, but was difficult to see and was not identified on radiology report. Previous x-rays did not show anything that could be identified as a foreign object. Infant's bed was checked for external object and new imaging was obtained to confirm object was indeed inside of the patient's lung field. When confirmed that object was not external, (B)(6) ((B)(6) medical center?) Was consulted and the decision was made to transport infant for further evaluation and intervention due to the availability of a transport ventilator that is available at pcmc. Follow up at pcmc and retrieval of the foreign body confirmed that it was a 6fr suction trachcare neonate 6fr 196. Specific lot # is unknown since the original suction trach was discarded before finding the tip inside the infant patient. Lot numbers that are present at (B)(6) nicu: lot #¿s 30099905, 30053163, 30057091, 30109707. All 4 lot numbers in the neonatal intensive care unit expire in 2025.

Event description:
A fragment from an inline suction catheter was found in the left bronchus of a 3-weeks old patient several days after initial intubation. Surgical intervention was needed to remove the foreign object confirmed to be a fragment from a kimberly clark kimvent closed suction system for neonatal/pediatric, 6 fr "y" endotracheal tube adapter. 1800 cxr chest x-ray showed possible foreign object, linear 1.7cm length, 3mm diameter. Imaging history reviewed by md and bedside nurse. Object was appreciated on previous cxr, but was difficult to see and was not identified on radiology report. Previous x-rays did not show anything that could be identified as a foreign object. Infant's bed was checked for external object and new imaging was obtained to confirm object was indeed inside of the patient's lung field. When confirmed that object was not external, the decision was made to transport infant for further evaluation and intervention due to the availability of a transport ventilator. The retrieval of the foreign body confirmed that it was a 6fr suction trachcare neonate 6fr 196. Specific lot # is unknown since the original suction trach was discarded before finding the tip inside the infant patient. Lot numbers that are present at the hospital: lot #¿s 30099905, 30053163, 30057091, 30109707. All 4 lot numbers in the neonatal intensive care unit expire in 2025.

Event description:
A fragment from an inline suction catheter was found in the left bronchus of a (B)(6)patient several days after initial intubation. Surgical intervention was needed to remove the foreign object confirmed to be a fragment from a kimberly clark kimvent closed suction system for neonatal/pediatric, 6 fr "y" endotracheal tube adapter. 1800 cxr chest x-ray showed possible foreign object, linear 1.7cm length, 3mm diameter. Imaging history reviewed by md and bedside nurse. Object was appreciated on previous cxr, but was difficult to see and was not identified on radiology report. Previous x-rays did not show anything that could be identified as a foreign object. Infant's bed was checked for external object and new imaging was obtained to confirm object was indeed inside of the patient's lung field. When confirmed that object was not external, (B)(6) was consulted and the decision was made to transport infant for further evaluation and intervention due to the availability of a transport ventilator that is available at pcmc. Follow up at pcmc and retrieval of the foreign body confirmed that it was a 6fr suction trachcare neonate 6fr 196. Specific lot # is unknown since the original suction trach was discarded before finding the tip inside the infant patient. Lot numbers that are present at mckay nicu: lot #¿s 30099905, 30053163, 30057091, 30109707. All 4 lot numbers in the neonatal intensive care unit expire in 2025.